Manufacturer narrative:
The actual device was returned for evaluation. Visual inspection noted no damage around the breaks of the returned opened samples. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported by a veterinarian that a horse underwent an elective ortho left carpus arthroscopy portal on an unknown date and suture was used. The wound was routinely checked 48 hours following surgery and the wound was gaping open with broken suture apparent.